Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a shock equipment malfunction inop message during opcheck. There was no pt involvement.